Event description:
It was reported that a pt being infused through the device did not receive the entire amount of catacholamine intended, due to a leak in the device. The pt experienced hypotension of an undescribed magnitude or duration. No further pt sequelae were reported.